Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes were noted. The physician will not perform any intervention at this time and the physician will continue to be monitored via merlin@home. The patient was in stable condition.

Event description:
During follow-up, far field oversensing episodes were noted. The device was reprogrammed to resolve the issue and the patient was in stable condition.